Event description:
It was reported that during routine testing, it was discovered that the battery oscillator device had no power when the trigger was pressed and was making a high pitch noise. This event was not related to surgery. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization reported. The exact date of the event was unknown, however, the reporter clarified that the event occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The unit was tested and the reported condition was substantiated. The assignable root cause was determined to be due internal motor or electronic control unit (ecu) failure due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.